Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months ago from date manufacturer was made aware.

Manufacturer narrative:
Sc-1132 (sn (B)(6)). The returned ipg was analyzed and passed visual inspection and exhibited normal device characteristics. However, an analysis of the data log revealed that prior to the explant procedure, there were charging issues due to the thermistor being triggered multiple times. The ipg was able to be fully charged in a room temperature environment in one four-hour charge cycle without any anomalies. The charging current is also low on charge cycles where the patient was not able to fully charge the ipg. The reported event of frequent ipg charging was confirmed. Per instructions for use (IFU), the charging distance between the charger and the ipg should be between 0.5 cm to 2 cm. Centering the charger over the stimulator ensures the shortest charging time. The ipg thermistor was likely being triggered due to poor ventilation or poor charger-ipg alignment while charging.

Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.